Event description:
It was reported the closure device separated from the core wire prematurely. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system was advanced into the patient and was positioned in the laa. The closure device was deployed and upon deployment, it immediately separated from the core wire. It was in a good position where they could leave it implanted and no intervention was required. There were no patient complications and the patient was fine.